Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 400 mg/dl. Customer stated that he having issues for 4 days showing sensor glucose 15 and blood glucose 582 mg/dl. Customer treated their high blood glucose with bolus. Customer declined troubleshoot for high blood glucose. Customer will not return the device for analysis.